Event description:
It was reported that the patient had a coronary vein dissection from the dislodgement of the left ventricular (lv) lead. The lead will be revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.